Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). Other device used: catalog #unknown, unknown zmr cone body, lot #unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection. It could not be confirmed if the suspected infection caused or contributed to the implant loosening. A definitive root cause for the reported issue cannot be determined with the information provided.

Event description:
It is reported that one patient had persistent pain and developed early (after 2 years) cup loosening, presumably due to infection. However, the patient is refusing surgical intervention.